Event description:
The customer reported a broken external anterior paddle set. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The philips field service engineer evaluated the device and confirmed the paddle set was broken. The paddles set was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use.